Event description:
The ge oec 9600 fluoroscopy system would not save images correctly.

Manufacturer narrative:
A ge oec system rep investigated the issue, removed and replaced the hard drive. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.